Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prof bill walter mater private hospital (B)(6) 2018. Primary: 14/11/2000, 08/01 2018 patient presented with lateral instability and mild pain. The knee was opening and the polyethylene insert pin and clip was removed. Synovial fluid was taken and sent to pathology however the surgeon felt there was no infection. The knee was assessed and a new 14mm insert, pin and clip were implanted. Patient's activity level is low to moderate, pre-existing condition/comorbidities: right hip girdlestone, bilateral ankle arthodesis. Female patient initials: (B)(6) years old 22.08.1954 73kg, 157cm. Doi: (B)(6) 2000; dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.